Event description:
It was confirmed during inspection of a returned pump that error code 41622 does appear in event log. The high-priority alarm occurred during priming. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.

Manufacturer narrative:
B3. Date of event is unknown. E1. Initial reporter phone (B)(6). The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. Event log reviewed and customer reported error was observed in event logs history. Replaced microprocessor board. The probable cause of the reported issue was defective microprocessor board. The device passed all functional testing after repair.